Event description:
The caller alleged discrepant results when compared with the hospital lab results reported as follows: date: 2008, inratio: 2.2, lab: 14.0. The patient was administered vitamin k and is in stable condition. This is a adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.2, lab: 14.0, mean: 8.1, confident limits cannot be determined. The mean of inratio and lab results are higher than 5.0 and difference between inr's is greater than 2.2. The confident limits, as per internal procedure, is inaccurate. Investigation will be conducted when the meters were returned by the customer.